Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.this report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Customer has indicated that the product will not be returned to zimmer biomet for investigation. (B)(4). Medical products - bi-metric femoral stem catalog#: 162312 lot#: 1463315, magnum femoral head catalog#: 157442 lot#: 1409832, magnum taper adapter catalog#: 139258 lot#: 1416088. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2012-00373, 3002806535-2017-00133.

Event description:
It was reported that patient underwent a left hip revision procedure approximately 4 years post-implantation due to pain, swelling, pseudotumor formation and elevated metal ion levels. No additional patient consequences were reported.

Event description:
It was reported via written liability claim that patient underwent total hip arthroplasty, left side, on (B)(6) 2008, and total hip arthroplasty, right side, on (B)(6) 2008. Patient's legal claim alleges pain in both sides, swelling, a pseudotumor. And elevated metal ion levels. Revision procedure was performed on the left side on (B)(6) 2012 and revision for the right side is recommended. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.